Event description:
During a hip arthroscopy, it was reported that a generator faulted. There was a short delay in the case. A similar, competitors device was used to complete the procedure. The are no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).